Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to place a stent graft in the internal iliac to seal off an aneurysm, the stent failed to deploy. A 9f sheath and a 180cm, 0.035 glidewire were used for the procedure, via the common femoral. The tracking anatomy was tortuous, but the vessel was not calcified and the physician did not have any difficulty tracking to the intended site. This was not a crossover procedure. When the device failed to deploy, the system was removed and the procedure was completed without incident with another stent graft. No reported injury to the pt.